Event description:
It was reported that the patient felt discomfort about one month post implant and was seen in clinic. The patient was noted to havedeveloped third degree atrioventricular block acutely. The in office threshold was noted to be lower than the capture management algorithm. Fluoroscopy showed that the lead had perforated the right ventricle. The lead was extracted and a passive lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).